Event description:
It was reported that "the tesio was noted to be transected at the insertion site by the nursing home staff. "The sheared portion was successfully removed from the inferior vena cava. The patient suffered no ill effects from the incident.